Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to the (B)(6) 2019 voluntary urgent field safety notification related on retainer rings. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps allegedly subject to the november 2019 urgent field safety notification related to missing or broken retainer rings caused the customers to serious injuries to the customer. The allegation did not specify the pump identifier (serial number), therefore all 600 series insulin pumps in possession of the customer are considered subject to the litigation, until the affected serial number(s) have been confirmed. This information was received during litigation related to clear retainer ring issues. Blood glucose or sensor glucose values were unknown at the time of the incident. Alleged the incidents resulted that the customer could not wake up and treated with ems. It was unknown whether the customer was using the pump in the past 48 hours at the time of reported incident. No further details were provided. Product will not be returned for analysis. Reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier ((B)(6) ) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly.